Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were both explanted due to unknown product performance issues. The leads were replaced. No additional adverse patient effects were reported.